Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon used the device and a 5mm camera was introduced then the trocar started leaking at the universal seal. He tried to remove the trocar and tap it on mayo. But it did not help as the leak continued throughout the procedure reducing the pneumoperitonium and compromising the surgical field. No patient consequences reported.

Manufacturer narrative:
(B)(4). Were any noises heard such as whistling or hissing? ¿ yes there was a hissing sound throughout the procedure through the trocar. A 5mm karl storz camera was introduced in the trocar. If so, did the noise prevent insufflation? -- yes, the surgeon had a tough time to maintain the surgical field and operate. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes there was a drop in pressure, reducing the operating space. What was the gas consumption rate or volume (liter/minute)? The 1.5-2l/min and pressure 12mm of hg. Was any torque being applied to the trocar or device? No, it was used as a camera port. The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.